Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead impedance could not be measured. A review of the daily measurements revealed high out of range impedance measurements for the past two weeks and loss of capture. An x-ray revealed a lead fracture near the device header. It was thought the fracture was consistent with stress. The device was reprogrammed to right ventricular pacing. A follow up visit and a decision regarding lead revision will be performed in the future. No adverse patient effects were reported.

Event description:
Boston scientific received new information that this lead was explanted and replaced. The revision procedure was performed approximately one year after the lead issue was identified. The pocket was opened and it was revealed that the lead was broken at two sites on the suture sleeve. This lv lead was removed and a competitive lv lead was implanted. Also, the device was replaced with a competitive device, as the battery was nearing replacement time. A competitive right atrial lead was also implanted during the procedure, as the patient's vf had improved. The physician believed the lead fractured because it was sutured too tightly. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As of this date, this lead remains implanted. Should further information become available, this event will be updated.

Manufacturer narrative:
A request has been made for this explanted lead to be returned for laboratory analysis. This report will be updated if the lead is returned and analyzed.

Event description:
Further follow up was performed. This left ventricular lead did not capture at maximum pacing output settings. As there were no signs of advancing heart failure deterioration, a decision was made to further monitor this lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood within the entire lumen of the lead. The conductor coils were confirmed to be fractured at 220 mm and 227 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.